Manufacturer narrative:
The reported events were dislodgment, failure to capture, low pacing impedance, and a helix mechanism issue. A complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was overtorqued at the connector region, the helix extended and clogged with blood/ tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the overtorqued inner coil and the helix clogged with blood/ tissue. The reported events of failure to capture, low pacing impedance were not confirmed. Final analysis found no indication of conductor fractures although an internal short was noted due to the damage found at the connector region. All damages found are consistent with procedural damage.

Event description:
It was reported that during a heart catheterization procedure, the patient's right atrial (ra) lead was noted to be dislodged while the right ventricular (rv) lead exhibited reduced slack under fluoroscopy. Additionally, the ra lead exhibited loss of capture, decrease in pacing impedance and sensing values due to dislodgement. During the lead revision procedure, the helix of the ra lead failed to extend upon repositioning due to torque building up. The ra lead was explanted and replaced while the rv lead slack was corrected on (B)(6) 2025. The patient was in stable condition.